Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-30495. It was reported that one of the patient's lead had migrated. The patient denied experiencing any physical trauma that may have impacted the scs system. In turn, the patient underwent surgical intervention wherein the total system was explanted as a result. Since it is not known which device contributed to the issue, all possible devices are being reported on.